Event description:
It was further reported that physician believed the temporary pacing wire caused the perforation. It was also reported that a clot was observed on the pacing electrode of leadless device after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: h3: yes product event summary: the full delivery system was returned, analyzed, and no anomalies were found. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is blood on the outer shaft located at the distal end of the stability member. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys, expiration date: 28-apr-2022, serial#: (B)(4), UDI #: (B)(4). Device available for eval: yes. Return date: 01-feb-2021. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Dev rtn to MFR?yes. Mfg date: 02-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of a leadless implantable pulse generator (ipg), the patient experienced changes in breathing and blood pressure, cardiac perforation, pericardial effusion, cardiac tamponade, loss of pulse, cardiorespiratory arrest: pulseless electrical activity (pea) and it was determined, intra-operatively that the patient has an occluded left subclavian vein secondary to a previous implantable port and no access through the right subclavian vein secondary to a previous mastectomy. The patient arrived at the catheter laboratory with a temporary pacing lead in situ. Vascular access was gained via left femoral vein and the procedure progressed without incident up to the point where the leadless ipg delivery system (delsys) was confirmed to be in the right ventricle and on fluoroscopy in left anterior oblique (lao) view, the delsys was pointing towards the right ventricular septum. At this point the patient became vitally unstable and progressed to a cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was c ommenced and with the repositioning of a temporary pacing electrode, right ventricular (rv) capture was attained. An echocardiogram (echo) revealed a pericardial effusion and cardiac tamponade. Pericardiocentesis was performed to stabilize the patient and reversal of procedural anticoagulation medication was administered. The physician then proceeded with the leadless ipg implant and deployed the leadless ipg twice into the right ventricular septum, with contrast used a total of six times to this point in the procedure, and each of the two attempted deployments yielded high and undefined impedance, with no capture. The procedure was then abandoned, due to patient instability. The patient was transferred from the catheter laboratory in a stable condition. The leadless ipg and leadless ipg delsys was attempted/not used and successfully replaced two days later with one deployment. No further patient complications have been reported as a result of this event.